Event description:
The patient stated that they had multiple v-go 40 devices fall off the back of their arm and stomach. The patient confirmed that they use an alcohol swab to clear the infusion site. The patient was unable to provide an estimate of how many times the v-go fell off or the specific event dates. The devices are not available for evaluation because they were discarded.